Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer¿s international service technician confirmed the reported oxygen flow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed no anomalies. The returned gds was install onto a known good test unit. The ventilator was booted into normal ventilation mode and delivered breaths. The power was cycled on and off and no errors were generated. The unit was noted to fail portions of the airflow accuracy, oxygen flow accuracy, and oxygen percent accuracy testing. From the test data, the oxygen flow sensor subsystem was determined to be failing. U1/u2 was suspected. U1 and u3 have been replaced on the failing oxygen flow sensor subsystem. After repair, returned subsystem was re-tested under the procedure test procedure for v60x gds. No failures noted under critical test conditions. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the oxygen flow accuracy test (pvt test 6) at the 0slpm setting. There was no patient involvement